Event description:
It was reported by a user in a repair service request, stating that when angulating the gastroscope, all images go black. There was no report of injury or other negative health consequence to any patient.

Manufacturer narrative:
The determined that the distal tip of the gastroscope required replacement.